Manufacturer narrative:
The reported event was confirmed for high impedance. Microscopic inspection identified a kink with all internal wires fractured. The broken internal wires are consistent with the lead being subjected to overstress condition while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's lead was exhibiting high impedances. As a result, the lead was explanted and replaced on (B)(6) 2020. Surgical intervention resolved the issue.